Event description:
It was reported the patient's speech was altered following implant of the dbs device. The patient's battery recently died in their device. When the battery died, the patient's speech went back to normal. The patient is scheduled to undergo replacement of the device. Additional information has been requested but was not available on the date of this report.